Event description:
It was reported that the sensing had decreased and the thresholds increased. The physician opted to use a previous lead for pace/sense and leave the defib portion of the rv lead active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.